Manufacturer narrative:
As reported, a 6 mm × 18 mm palmaz blue .014 peripheral stent system became locked onto the guidewire while being advanced and could not be advanced or withdrawn. The procedure was completed using a new a non-cordis 300 cm guidewire was used along with a new palmaz blue stent, and the locked system was removed as a whole. There was no reported patient injury. No kinks or other damage were noted on the stent prior to insertion, the concomitant guidewire was not damaged, no difficulty was encountered when flushing the stent system, the target lesion was described as moderately calcified, no damage was found on the device or device packaging prior to opening, the device was stored and prepared according to the instructions for use, and the user was trained in the use of the device. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 6x18/142p pkg¿ was received coiled inside of a clear plastic bag. The device was unpacked to perform the product evaluation. The unit was thoroughly inspected observing the device is separated into two pieces. The separation is located approximately 25 cm from the distal tip. An unknown 0.014 guidewire is inserted into the wire lumen. The separated proximal section that includes the luer hub has a length of 126 cm. The stent is properly mounted on the ballon with the manufacturing conditions. No other outstanding details were observed. Functional analysis was performed to determine if any resistance or friction in the guidewire lumen can be found. An attempt was made to withdraw the guidewire; however, it was stuck inside the wire lumen, making removal impossible. A cut was made proximal to the balloon, allowing the guidewire to be removed without resistance. However, the segment of the guidewire within the wire lumen in the balloon area remained lodged and could not be removed. The separation area was evaluated with a vision system observing evidence of elongations. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The balloon and stent were removed to allow visual access to the wire lumen in the balloon area. The exposed area was inspected using a vision system, which showed that the wire lumen has an accordioned condition. The accordion condition generates compressive forces on the guidewire, which prevented the guidewire from being removed. Additionally, a kinked condition on the guidewire was observed, which could have caused the resistance. The reported ¿guidewire lumen resistance/friction¿ and subsequent findings of ¿body/shaft separated¿ were observed on the returned device. Examination confirmed that the guidewire was entrapped within the wire lumen, specifically in the balloon region, where an accordion-like deformation of the lumen was identified. This deformation likely generated localized compressive forces on the guidewire, restricting movement. Additionally, the presence of a kinked guidewire segment within the affected region may have further contributed to the resistance observed during use. The device was also found to be separated approximately 25 cm from the distal tip, with elongation features at the separation site indicative of tensile overload. These characteristics suggest that the device was subjected to tensile forces exceeding the material¿s yield strength. While this separation was not reported in the initial event description, it is considered a significant contributing observation that may be associated with attempts to advance or withdraw the system under resistance. However, a definitive root cause for the damage observed cannot be established. The observed damage mechanisms, including lumen deformation, guidewire entrapment, and shaft separation due to tensile overload, are consistent with the application of mechanical forces during use. Potential contributing factors may include interaction with a moderately calcified lesion, resistance encountered during device manipulation, and/or guidewire-device interaction within the vasculature. According to the warnings in the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. When the catheter is exposed to the vascular system, it should be manipulated only under fluoroscopy. Deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 6 mm × 18 mm palmaz blue .014 peripheral stent system became locked onto the guidewire while being advanced and could not be advanced or withdrawn. The procedure was completed using a new a non-cordis 300 cm guidewire was used along with a new palmaz blue stent, and the locked system was removed as a whole. There was no reported patient injury. No kinks or other damage were noted on the stent prior to insertion, the concomitant guidewire was not damaged, no difficulty was encountered when flushing the stent system, the target lesion was described as moderately calcified, no damage was found on the device or device packaging prior to opening, the device was stored and prepared according to the instructions for use, and the user was trained in the use of the device. The device was returned for evaluation.